Event description:
Additional information was received. It was reported that they followed the steps provided by the engineer during their phone call. They were guided to enter the app, select the settings wheel in the top right corner, click on ¿about,¿ and then choose ¿restart device.¿ it was clarified that this action would restart the device without deleting or affecting any stored information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was no longer able to charge. For the moment she was still receiving stimulation. To try charging the device, she tried 3 different rechargers, and each recharger came up with the code 1713. The patient recently experienced a fall, but the hcp confirmed that the ins did not move. Technical services stated that this code can be triggered when the recharger cannot communicate with the ins and fails to connect with the ins. During the report the ins was reset but was not successful. Additional information was received reporting that troubleshooting was performed but no cause was found. After resetting the ins, the charging system was again tested. A successful connection between the charging system and device was then established. Issue was resolved.

Event description:
Additional information was received. It was reported that, when they mentioned that the logs were not available, they meant that they were unable to properly retrieve them from the tablet. They attempted to transfer the logs from the tablet to both their phone and computer, but the system did not allow them to do so. Every time they tried to download the files, an error occurred, and the only output generated was six provided files. They were only allowed to view them from the clinicians tablet, but unable to open or read those files on their phone or laptop, which was why they understood that the logs themselves were not available in an accessible format in order to share them. However, they attached the files that the system downloaded in case another team was able to open or review them, as they were the only files they could obtain from the device during the session. Regarding the physician¿s presence, the physician was present during the revision session, which was a device resetting/troubleshooting session performed in consultation. There was no surgical procedure involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.